Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2017 at 08:00pm. The patient manages her diabetes with metformin and stated that she had consumed less food. On (B)(6) 2017 at 11:00pm she developed symptoms of ¿tired and sleepy¿ however denied receiving any treatment. During troubleshooting the cca noted that the patient was using the correct test strips and there was no apparent misuse of the device. The meter did not power on when prompted by pressing the power button. It was not the first time the product had been used and the patient did not have test strips available to troubleshoot the issue. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.